Manufacturer narrative:
H4 device manufacturer date was added. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. A sample was not received for the investigation. One digital image was received for evaluation. Upon reviewing the image, the reported condition could not be confirmed. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluation to confirm the issue and a possible root cause. At this time, an action plan is not deemed necessary. However, as a containment measure, staff were notified of the reported condition to raise awareness. If additional information is obtained, the complaint will be re-opened for further investigation. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported on 01/11/2023, in the multi-purpose intensive care unit, it was found the urine was not flowing on a 58 year old. This incident caused discomfort and pain to the patient and put them at risk of urinary globes.